Event description:
The facility representative reported a flo-gard infusion pump with "pole holder broken". It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A device history review revealed no abnormalities were found during manufacturing. A service history review revealed no previous service events were related to the reported condition. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with ''pole holder broken'' was not confirmed or duplicated by baxter service personnel. The root cause of this condition was not determined and no repairs were made to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.